Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his monitor. The patient's data download revealed multiple abnormal shutdowns. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (multiple abnormal shutdowns) has been confirmed. Upon evaluation, there was corrosion on the table board and the j502 connector on the computer / analog (ca) board. The cause of the abnormal shutdowns is the corrosion on the ca board and table board. The cause of the corrosion is contamination. The root cause of the contamination is likely liquid ingress. No adverse event resulted from the defective monitor. The patient received a replacement monitor.